Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2004. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant provided the following physicians and medical centers, but did not specify which corresponds with the other, or with each device: (B)(6).